Event description:
Litigation alleges that the patient suffered pain and elevated metal ion levels.**update** - patients preliminary disclosure form received. Implant labels not available. There was no new information that would change the outcome of the investigation.***update*** (B)(4) 2013-medical records were obtained. Medical records indicate patient was revised due to elevated metal ions, pain and corrosion.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).